Manufacturer narrative:
Based on the claim against the product by the customer noting the long bipolar grasper's tips were not "sealing" correctly, an investigation was completed to determine the cause of this reported event. The long bipolar grasper was analyzed and failure analysis investigations they were able to replicate and confirm the reported issue. Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. Visual inspection displayed no signs of physical damage. The long bipolar grasper was placed and driven on an in-house system. The long bipolar grasper passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The long bipolar grasper grips opened and closed properly. The instrument grips were manually manipulated and passed the electric continuity test on all 4 attempts. The instrument failed the energy delivery test on 2 attempts. The long bipolar grasper would initially hesitate to deliver energy, then would deliver energy after rearranging the grips, indicating a broken conductor wire. The conductor wire was broken in a location not visible. The long bipolar grasper was not fully functional. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause of a broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. This complaint is considered a reportable event due to the following conclusion: the long bipolar grasper instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the instrument tips of the long bipolar grasper were not sealing correctly. Energy cords were replaced, and the issue persisted. The procedure was completed with no reported injury.